Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6, correction: b4 - d10 - g4 - g7 - h10. D2 - device product code - this field must be empty, please disregard the code previously submitted. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fractured (lever) event description: it was reported that a piece of the rasp handle broke off during the surgery and the surgeon completed the surgery with another instrument. Nothing fell into the patient. No surgery delay was reported. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: the rasp handle shows some normal signs of usage on the outer surface without any considerable deteriorations, deformations or imperfections. From the rasp opening/closing mechanism the shorter lever broke off and completely separated from the device. The fracture surface can be seen on the broken off lever as well as on the remaining lever within the opening/closing mechanism. The broken off lever shows a lamellar contour in the area of the fracture surface and a flattened edge within the lever curvature on the right side. Based on this visual examination the reported event could be confirmed. Measurements: to ensure the broken off lever has correct dimensions, relevant characteristic according to the drawing sap document - were measured. Characteristic "thickness 1.5 +0.1/-0.1¿. Specification: max. 1.6 mm; min. 1.4 mm. Measured value: 1.515 mm. Conclusion: the thickness of the lever can be confirmed. Further the DHR indicates that all components met all specifications. Functional test: no functional test was performed as the device is broken. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported root cause analysis: root cause determination using sap rmw: instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient. Not possible as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to aging of material due to cleaning and sterilization. Possible, as the device was manufactured in 2006, this cause cannot be neglected. Further, also mechanical forces act on the device during cleaning and sterilization process due to handling. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible: as no signs of corrosion were identified during investigation. Instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance. Not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling: possible, as wrong handling may lead to unintended forces which may damage the device. Instrument breaks or deforms due to off-label / abnormal-use: possible, as abnormal-use may lead to unintended forces which may damage the device. Conclusion: based on the returned product and the given information the complaint could be confirmed. The visual examination confirms that the shorter lever of the opening/closing mechanism broke off completely. Otherwise, the device shows normal signs of usage without any considerable deteriorations, deformations or imperfections. The quality records show that all specified characteristics (material, surface, etc.) Have met the specifications valid at the time of production. The device was manufactured in 2006; nevertheless, it remains unknown how often and to what extent the device has been used. It can be assumed that the lever broke off due to repeated opening and closing of the mechanism during usage and/or due to repeated cleaning and sterilization cycles. Further, it is possible that a high force led damage of the lever. Nevertheless, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the a piece of rasp handle broke off during the surgery and the surgeon completed the surgery with another instrument. Attempts to obtain additional information have been made; however, no more is available.